Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial notification "during the annual on-x cep/cer cycle a poster presentation was found ¿mechanical aortic valve thrombosis leading to severe cardiogenic shock." This poster presentation reports on a case of a 59-year-old woman with a bicuspid aortic valve that underwent surgical 23mm on-x aortic valve replacement in 2010. She was reportedly told she could use aspirin instead of warfarin, two weeks after warfarin discontinuation she presented with severe dyspnea. Tee showed newly reduced ejection fraction of 25-30%, severe av stenosis and intervalvular regurgitation and an av mass concerning for thrombus. Urgent right and left heart catheterization demonstrated nonobstructive disease, frozen mechanical av leaflet on fluoroscopy and severely elevated left and right sided filling pressures. While undergoing surgical planning the patient decompensated and suffered cardiac arrest and was placed on ECMO. She then underwent re-do aortic valve replacement with a tissue valve."

Manufacturer narrative:
Multiple attempts to obtain additional information have gone unmet. No additional information forthcoming. The manufacturing records could not be reviewed as patient information, serial number, nor date of implant was provided. The available information was reviewed. The poster presentation ¿mechanical aortic valve thrombosis leading to severe cardiogenic shock¿ presented at (B)(6) conference on 8apr2024 is reviewed here. This presentation reports on a 59-year-old female physician with a history of a bicuspid aortic valve who underwent mechanical aortic valve replacement with an on-x 23mm valve in 2010. She was reportedly told she could use aspirin instead of warfarin due to decreased thrombogenicity of the on-x av and her aversion to inr checks. Two weeks after warfarin discontinuation, she presented with severe dyspnea. Tee showed newly reduced ejection fraction of 25- 30%, severe av stenosis and intervalvular regurgitation, and a 0.67x0.53cm av mass concerning for thrombus. Urgent right and left heart catheterization demonstrated nonobstructive disease, frozen mechanical av leaflet on fluoroscopy, severely elevated left and right sided filling pressures, and reduced cardiac output. An interdisciplinary decision was made to proceed with surgery despite the risks with repeat sternotomy. While undergoing surgical planning, she decompensated and suffered a cardiac arrest, requiring ECMO. She then underwent re-do surgical av replacement with 23mm inspiris resilia tissue valve with removal of the heavily thrombosed on-x av. The valve was not returned, nor any medical records provided and despite multiple attempts to contact the author no response was received. Thrombosis is a rare, but a known potential complication of prosthetic valve replacement occurring at a historical rate of (B)(4) per patient-year for mechanical aortic heart valves [iso 5840-2:2021 (e)]. It is recognized as a potential adverse event for the on-x valve along with the potential for reoperation and explantation [IFU]. The definitive root cause of the thrombosis cannot be determined due to the limited information provided. However, with the report that the patient has discontinued warfarin two weeks prior to symptom onset the probable cause of valve thrombus in this situation is inadequate anticoagulation. No further action is required without further information. There is no indication that an error or deficiency occurred at artivion and the IFU adequately communicates risk; therefore, a CAPA evaluation is not warranted at this time. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. No actions are required at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.